Manufacturer narrative:
A philips field service engineer (fse) asked the customer for additional information on this incident, however, no further information was available from the customer. Based on the information available, the cause of the reported problem was not able to be determined. The reported problem was not able to be confirmed, but a problem was not able to be ruled out. We are unable to confirm the final disposition of the device because the customer was unable to provide additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on a suresigns vm 8 patient monitor indicating that on (B)(6) 2024, during the use of the electrocardiogram monitor after the surgery, an electrical leakage occurred. The patient reported local pain and immediately the electrode patches were removed. It was found that the patient's skin was damaged.